Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet detached from its belt clip, struck a table, and sustained multiple hairline cracks and one large crack across the center. The touchscreen became completely unresponsive. The user confirmed no injuries occurred from glass shards. A replacement ilet was arranged. The return and relearning process was explained. No symptoms, external assistance, or medical intervention occurred.